Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was evaluated last week due to a seroma and the health care provider (hcp) also had trouble interrogating the pump. The patient had a pigtail catheter placed at that time to drain the seroma, and it was noted the pump was able to be reprogrammed while the patient was on the ir table. The hcp felt the difficulty interrogating was due to the presence of the seroma. Then the patient had the pigtail catheter taken out on the date of this report and the hcp was again trying to interrogate the pump. She had tried using 2 different programmers without success. The hcp did not hear any alarms. The hcp also tried lead shielding without success. They had used fluoroscopy to view the pump and noted it had not flipped. It was noted that the pump was "tilted" and the cap (catheter access port) had moved from the 12:00 position to the 3:00 position in the pocket. The patient reported she felt relief for approximately one day after the last dose reprogramming, but then felt like she was back to "square one" again and it was not working. The hcp noted the implant was deep, but they had been able to get communication previously. It was noted the patient had not had any medical testing or radiation. The patient was to see their implanting surgeon in the future. It was later reported by the healthcare provider that the issue was due to the programmer as they were unable to interrogate; the pump was implanted deep in the patient's abdomen and the patient had a seroma. It was reported that the patient had no signs or symptoms and had no injury. The pump system was being used to deliver morphine.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013. Product type: catheter: product ID 8840, serial# unknown. Product type: programmer, physician: product ID 8840, serial# unknown. Product type: programmer, physician: product ID 8840, serial# unknown. Product type: programmer, physician: product ID 8840, serial# unknown. Product type: programmer, physician. (B)(4).

Event description:
Additional information received reported that the pocket had aspirated a total of 8 times. However, the pocket had not been aspirated in approximately 1 year. The pump was currently used to deliver bupivacaine and morphine.

Event description:
Additional information was received and reported that the pump was unable to be interrogated on (B)(6) 2013. On (B)(6) 2013, they were able to read the pump but it was difficult because it was tilted considerably. It was noted that the patient was quite large and the pump was also moving around somewhat. The patient hadn¿t had any other therapy issues; the pump seemed to be working normally. The patient's alarm date wasn't until (B)(6). The clinic had planned to refill it today but they were unable to do so because of the angle. They were planning to contact the surgeon to schedule a revision to re-anchor the pump. Additional information was received and reported that a pocket revision was done on (B)(6) 2013 because the pump kept turning; it was hallway on its side at one point and just kept moving for the patient. Imaging was performed and the x-ray showed that the pump was on its side. The pump was re-sutured and put in a pouch; it was unknown if all the sutures had broken off. The pump was refilled in the or (operating room). The dose and concentration remained the same as the patient wasn¿t having any symptoms/therapy issues. Following the revision, there were no issues interrogating the pump.

Manufacturer narrative:
(B)(4).